Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was seen on the outpatient pd clinic and initiated on antibiotic therapy for diagnosis of peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In an additional call, the patient¿s pd nurse confirmed the patient was experiencing symptoms of cloudy pd effluent with observable fibrin with report of draining complication during pd treatment. The patient had a pd culture obtained (in the outpatient pd clinic on (B)(6) 2022) which generated growth of gram positive cocci (bacteria not specified). The patient was treated with intra-peritoneal (ip) ceftazidime (dose not provided). Moreover, the patient is utilizing heparin (per standing orders) for treatment of the reported fibrin. Per the nurse, the patient continues pd treatments with the same cycler without any adverse effects. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.